Manufacturer narrative:
Approximated to (B)(4) 2021 based on the month the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The returned flexiva 200 laser fiber was analyzed, and a visual evaluation noted that it was returned in two pieces. The first piece measured 206.7 cm and the second piece measured 108.8 cm. The exposed glass tip measured 3 mm and appeared degraded. Examination under magnification confirmed the pattern of the tip is consistent with normal degradation. Functional analysis revealed that there was no light from the sma connector, indicating a fracture within the fiber connector. No other problems with the device were noted. The reported event was confirmed. Fibers are consumable devices and expected to degrade with use. It is likely that procedural handling of the fiber during setup or use contributed to the fracture within the fiber connector. A broken fiber within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Therefore, the most probable cause was found to be adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a flexiva 200 laser fiber was used in a procedure performed on an unknown date. During the procedure, there was a problem with the laser fiber. There were no patient complications reported as a result of this event. Additional information: this event has been deemed reportable based on the investigation finding that the laser fiber was broken within the connector and fiber body break. Please see full investigation details.